Event description:
It was reported that the right atrial (ra) lead was oversensing the atrium. The lead is scheduled to be reprogrammed and remains in use. The patient is a participant of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.